Event description:
It was reported the 9900 system locked up and rebooted during a case. No patient injury was reported.

Manufacturer narrative:
The service rep found the system to operate as intended. He replaced the power supply, but could not duplicate the problem.